Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was prompted to fill the tubing multiples times during the fill tubing sequence. A cartridge change was performed resolving the issue and subsequently, a minimum fill notification occurred after filling a cartridge with 150 units of insulin. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose level was 180 mg/dl.